Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with radiofrequency lockouts and inappropriate automatic mode switch episodes due to oversensing on the atrial channel. Programming changes were completed successfully. The patient experienced shortness of breath and had no activity tolerance.